Manufacturer narrative:
Device passed prime test and excessive no delivery test. Device was tested with no excessive no delivery alarm noted. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed.device received with reservoir tube lip completely broken off noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer¿s blood glucose level was 529 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer report insulin pump had motor error and no delivery alarm. Customer reports the drive support cap was loose. The insulin pump will be returned for analysis.